Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that smoke and a burning smell began coming from the pump usb port after being connected to a car adapter to charge. Subsequently, the pump was unable to be charged. Customer reported blood glucose level was not impacted. Reportedly the customer will use manual injections until the replacement pump is received.